Event description:
It was reported that the scope image could not be displayed on the screen. The scope was removed, and all connection terminals were inspected, cleaned, and the scope was reinserted without any improvement. The issue occurred while preparing the device for a diagnostic bronchoscopy and bronchoalveolar lavage procedure. Another scope was obtained and the image from the scope was displayed as expected, and the scope was used to complete the procedure. It was noted that the patient had been intubated and sedated in the pediatric intensive care unit (picu) as part of ongoing patient management, not in response to or because of the bronchoscopy procedure, or this event. There was no delay to the procedure and no patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. During the device evaluation, the scope image disappeared (no image) during angulation, and there was a heavy bite/dent in the bending section of the insertion tube. Based on the investigation and available information, the image issue was likely due stress applied to the charge couple device (ccd) cable which led to slight breakage of the ccd cable. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. Additional finding during the evaluation were a dent to the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope screen becomes black and shows no image unable to restore. The issue was found at preparation for use prior to a bronchoscopy and bronchoalveolar lavage procedure. The procedure was completed with another similar device. There were no reports of patient harm.